Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead experienced a collapsed lung around the time of the implant procedure. At this time, it is unknown when the collapsed lung occurred. Additional information from the physician's report indicated that the patient's post-procedure chest x-ray showed the device was in place with no pneumothorax and the patient's lungs were clear. The physician's report had an addendum which stated that, according to a chest x-ray, the patient had a pneumothorax. A chest tube was placed and the pneumothorax resolved well.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.